Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck for defib and pacer test. There was no pt involvement.